Event description:
It was reported that the patient presented for a generator changes procedure. Prior to the procedure, it was noted that the atrial lead exhibited noise. No intervention was performed. The patient was in stable condition.